Event description:
It was reported that the patient experienced premature battery depletion on the pacemaker and high thresholds on the ventricular lead. The pacemaker was removed and replaced. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Normal depletion - meets expected longevity.